Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator connected to this station was in a loop, constantly changing between 4 screens. The field service engineer powered off the medstation and helmer then powered the helmer on and allowed it to fully boot before powering on the medstation to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main monitor display had frozen. There were no adverse events or injuries reported based on this event.